Manufacturer narrative:
Monitor: MFR date: 03/01/2008; electrode belt: 01/2009. Device evaluations of monitor and electrode belt have been completed. No problem found. Patient download contained no evidence to suggest device malfunction. Device functioned as designed. Asystole is not a treatable rhythm. The equipment was returned to zoll and serviced under normal maintenance.

Event description:
Nurse cheryl called in to zoll lifecor customer support to report that a patient passed away. He was wearing the lifevest at the time of death, but she did not report that any blue gel was released.